Manufacturer narrative:
Evaluation: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4059387. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: upon IV initiation, the instyle autoguar 22 IV needle will not retract, exposing 1 inch needle. Rn safely dispose the needle. No harm to patient.